Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "no data was provided for evaluation." H2 correction.

Event description:
No product or data was provided for evaluation.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The reporter called in seeking guidance on how to print glucose readings from the dexcom app, as requested by the hospital. The purpose was to determine the duration of the patient's hypoglycemic episode and assess potential brain damage. According to the patient's daughter, the reporter, on (B)(6) 2025, the patient was found unconscious and unresponsive at approximately 4:30 am on monday morning. His blood glucose had severely dropped ("crashed"), and he had vomited blood. At the time, the patient was using a dexcom receiver. A follow-up was conducted by technical support on (B)(6) 2025. It was reported that the patient was hospitalized. A glucose reading of 85 mg/dl was noted, though it was unclear whether this was from the hospital or the dexcom device. The dexcom cgm showed readings dropping below 30 mg/dl, which is outside the device¿s measurable range (40¿400 mg/dl). The patient lives in an assisted living facility, who called the emergency services. Upon arrival at the hospital, the patient was intubated due to aspiration. The reporter alleged that dexcom alarms did not sound, suggesting that if they had, the patient might have been able to call for help. It was later confirmed that the alarms were turned off. Following hospitalization, the patient was diagnosed with pneumonia and a urinary tract infection (uti). Treatment included insulin and glucose to stabilize blood sugar levels. The patient had trouble swallowing and was suspected to have sustained brain damage. As of the report date, the patient remains hospitalized. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.